Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in use. A new lead of the same model was placed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in use. A new lead of the same model was placed. No adverse patient effects were reported. Additional information received indicates that the leads were contaminated.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria.